Event description:
It was reported that a patient was not able to adjust stimulation. The reporter stated that the patient increased the amplitude 6-7 weeks ago. The patient may have had a power on reset (por) condition. It was reported that the patient had a urodynamics test 3 weeks ago. The reporter stated that stimulation was turning off. It was reported that there was a loss of therapeutic effect, and the patient was almost 'maxed out' on her therapeutic parameter. Two weeks later, it was reported that the patient still had concerns with her device or therapy. The patient had received a call to set up an appointment. The reporter stated that the device needed to be reset. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3889-28, lot# v363146, implanted: (B)(6) 2009, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).